Event description:
After opening a new set of tubing and staring pitocin, the rn noted that there was a split in the silicon tubing just below the hard blue plastic piece. The patient did not have any negative impact. Photo attached to this report.